Event description:
49 days after a coronary drug eluting stenting treatment procedure, the patient died. During the initial procedure, three lesions were detected. They were located in the mid rca, the distal circumflex and the left main artery. Only the lesion in the left main artery was treated. This was an ostial lesion, reported as a bifurcation type d. The lesion was treated with a taxus express2 8.8% 3.0x12 mm drug eluting stent. It was reported that 49 days later, the patient died. The cause of death was reported as a cardiac arrest, no further information as provided. An autopsy was performed but no information is available. The device relationship is unknown.